Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with 80% stenosis, mild calcification and mild tortuosity. The indeflator was attempted to be rounded up to a pressure of 25 atmospheres (atms) but the device only went up to 20 atms. Additional attempts were made but the pressure still went up to only 20 atms. Another indeflator from the same lot was attempted to be used but had the same issue. A non-abbott device was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional indeflator device referenced in b5 is filed under a separate medwatch report number.